Event description:
The patient underwent implantation of a synchomed pump in 2000 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The patient underwent a catheter replacement in 2001. The medical examiner returned the device to the manufacturer for analysis on 3/14/2001. He reported that the patient died on the day after cather replacement. The last programming telemetry revealed the pump was programmed on the day of surgery to infuse morphine 60 mg/ml at a rate of 9.962 mg/day (0.415 mg/hour). The volume remaining in the pump reservoir was 7ml on 3/14/2001. The hcp stated he did not think the patient's death was related to the device, no anomaly found on analysis and the volume infused was accurate. The medical examinar was contacted and a copy of the autopsy report with cause of death has been requested. A sample of the pump reservoir contents has been offered to the medical examiner for drug identification and concentration. A follow up report will be sent when additional information is received.